Manufacturer narrative:
A complete lead was received for investigation. Electrical testing was performed and there was no indication of conductor fractures or internal shorts. All four tines of the lead were intact. Visual examination found damages consistent with those occurring at the time of explant. The reported event of noise, sensing anomaly and impedance problem were not able to be confirmed.

Event description:
During follow up, x-ray imaging was performed which confirmed lead dislodgement. Noise was noted on the lead and sensing and impedance measurements were out of range. The lead was explanted and replaced. The patient is in stable condition.